Event description:
It was observed during the device inspection by the distributor, that the bronchovideoscope exhibited a burn on the plastic distal end cover (c-cover). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5, d8 and h6-component code. New information added to the following field(s): h6. The device was returned to the distributor for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified, however, we presume that the user used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the subject device. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): IFU states the detection method in bf-1t260 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope IFU bf-1t260 operation manual: chapter 4 operation:4.2 using endo-therapy accessories olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burn on the plastic distal end cover (c-cover). There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.